Manufacturer narrative:
Product complaint # (B)(4) a manufacturing record evaluation was performed for the finished device pam183 batch number, and no non-conformances were identified. Device evaluation summary: an opened sample of product code d6090, lot # pam183 was received for analysis. During the visual inspection of the opened sample, no foreign matter or hair could be observed. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition no packaging foreign matter biological was noted.

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. When the sterile packaging was opened and it looked like there was a hair on the needle. It is unknown how the case was completed. There were no patient consequences reported.